Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was verified. The sc pcb was determined to be scratched on the u20 chip. The sc pcb was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the device's sc pcb and observed a row of resistor networks were broken off of pcba. The cause is unable to be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use reported with the event.